Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 19 (generated if the minute event is not received from the motor processor or the sw watchdog task is not running properly), pump error 2 (interprocessor communication error). The customer received pump error 3 (the main arm cannot communicate with the motor arm), pump error 43 (an error in the motor was detected by reading an unexpected value from the hall sensor), pump error 53 (software error detected), and insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1886.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. . No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thump. Pump error 19 was found in the history files on 02/20/2025 21:51:27.000. Pump error 2 was found in the history files on 02/20/2025 21:36:08.000. Pump error 3 was found in the history files on 02/20/2025 21:51:45.000. Pump error 43 was found in the history files on 02/20/2025 21:35:30.000. Pump error 53 was present in the history download on 02/20/2025 21:36:08.000 (file number: 121/2002/32112; line number: 757/700/602/1541/39001) due to hardware error. Pump was cut to perform visual inspection and found moisture damage on the battery tube, pcba 1, pcba 2, force sensor and motor home switch. Confirmed pump alarmed insulin flow blocked alarm on 02/13/2025: 04:16:24.000 basal; 02/14/2025: 13:12:10.000 basal, 15:49:19.000 basal; 02/16/2025: 16:24:35.000 basal, 16:49:27.000 basal, 16:54:19.000 basal; and 02/17/2025: 22:10:11.000 basal; in pump downloaded history. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, corroded home switch, scratched case, cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. Unexpected insulin flow blocked alarm was not confirmed. Pump error 53 was confirmed due to hardware error. Pump error 2, pump error 3, and pump error 19 were confirmed in the history files. Pump error 43 was confirmed in the history files and was due to moisture damage to the motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.